Event description:
Pt (patient) reports experiencing severe headaches and insomnia. Pt advised that the headaches are being treated with topamax and they think that the insomnia may be related to the headaches. Pt also reports that they were hospitalized (B)(6) 2025 - (B)(6) 2025 and spent some time in the intensive care unit due to an (unspecified) pump malfunction. Malfunctioning pump serial number is unknown. Pt reports that they were without remodulin for more than 12 hours. Pt also reports that they had (unspecified) line issues that were fixed. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is not applicable as no pump alarm was reported. Pump return tracking information is not available. Photographs were not provided. Intravenous remodulin pt via cadd solis pump. Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? Yes. If yes, was any medical intervention provided? Yes. Is the actual product available for investigation? Yes. Did pharmacy replace product? Yes. Did the pt have a backup product they were able to switch to? Unknown. Was the pt able to successfully continue their therapy? No. If no, what was the pt instructed to do in order to continue their therapy? Pt went to hospital. Is the therapy life-sustaining? Yes. What is the outcome of the event? Resolved. Diagnosis for use: pah.